Event description:
The clinic reported that their system would not boot up and they also observed smoke coming from the computer. There was no patient involvement with this event.

Manufacturer narrative:
The amo field service specialist evaluated the system at the customer's location and found the capacitors on the computer power supply were worn. The field service specialist replaced the power supply in the computer and verified that the system was operating as intended following the repair. All pertinent information available to amo has been submitted.   Should new information that changes the facts and/or conclusion of this report become available, a supplemental report will be submitted.